Event description:
Customer reported that usb port was damaged. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support closed the case with no additional follow-up.